Event description:
The caller reported that the respiratory therapist came into the patient's room to suction the patient. She noticed that the connector where the inner cannula attaches to the tracheostomy tube was moving but she did not realize at that time that the hub of the outer cannula had detached from the tracheostomy tube. An hour and a half later, the respiratory therapist was back in the room with a nurse moving the patient and they noticed that despite being attached to the hub of the outer cannula, the inner cannula was now fully mobile. It was then that they came to realize that the hub had broken away from the tracheostomy tube. An endotracheal tube was then inserted into the tracheostomy tube in order to create a seal and secure the airway.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.